Manufacturer narrative:
During inspection and testing, the air/water supply nozzle was found to be clogged with foreign material. The reported event (poor water flow) was confirmed. Water flow was insufficient and the drainage function was reduced due to clogging of the air/water supply nozzle. In addition, the up/down (u/d) knob cannot be securely fixed due to wear of the u/d angle fixing lever, the bending angle was insufficient due to elongation of the angle wire, there was dirt on the control section that was difficult to remove, the adhesive on the bending section cover was missing, there was dirt on the scope connector that was difficult to remove, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported issues with the flow of air/water from the scope during preparation for a diagnostic upper gastrointestinal endoscopy. The procedure was completed with another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was exiting the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the presence of foreign material from insufficient reprocessing. The instructions for use states the following: "insufficient reprocessing could lead to infection in patients or physicians." It is recommended that the user inspect prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.